Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-062: user had poor technique note: manufacturer educated customer on proper back to back testing technique and the allotted variance between the two results. Had customer perform a proper back to back test without alcohol and customer is satisfied with the results from the meter and declined a replacement at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 250 and 114 mg/dl non-fasting. The customer¿s expected fasting blood glucose test result is 125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 113 mg/dl and 95 mg/dl using meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/28/2022 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of (B)(6) 2020 h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.